Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: premarket identification k011028/k013227.

Event description:
It was reported that an implant at tooth site # 36 was removed due to a fracture at the implant collar. Procedure was not completed.